Event description:
It is now known that this patient has expired. Patient also had another device implanted, please reference the medwatch report filed under patient identifier number.

Event description:
Through follow-up with the health-care provider, it was learned that the device was not explanted. A "new ring was placed on top of old cosgrove ring," due to mitral insufficiency. Therefore, the device is unavailable for return. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 112.7 months, due to mitral insufficiency. Information learned from implant patient registry and from the surgeon's follow up response.